Event description:
It was reported to globus that a pt had a revision surgery due to the possible loss of height of an xpand spacer. Revision surgery took place on (B)(6) 2015. Upon revision, the surgeon felt it was not necessary to remove the xpand implant. The surgeon stabilized the construct with ellipse.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for eval as it remains in the pt. A thorough review could not be conducted as the lot number was not provided. It was reported to globus that the xpand spacer was not completely tightened down at the time of the initial surgery, which allowed for the loss of height. Upon revision, the xpand spacer was left in the pt as the doctor felt it was still in a good location, and pt was not in hyper kyphosis. The doctor stabilized the construct with ellipse. No eval could be performed as the implant was not removed.